Event description:
This syncardia companion li-battery pack was not in use by a pt. The customer reported that the companion li-battery pack was installed ina companion 2 driver, and its led did not indicate the charging status. The customer also reported that the li-battery pack was fully charged and was intermittently recognized by a companion 2 driver. This alleged failure mode poses a low risk to a pt because the issue was observed when the companion li-battery pack was not in use by a pt. In addition, this alleged failure mode would not prevent a companion 2 driver from performing its life-sustaining functions. The companion li-battery pack will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
Review of the electronic data (smbus) revealed that the battery had high lifetime max cell and pack voltages. This indicated that one of the cells has aged or worn out. When charging, the cell voltage will rise above the first level safety threshold limit and cause the battery to temporarily turn itself off. It will return to operation status once the cell voltage returns below 4100 mv. When the battery is installed into a companion 2 driver with shore power, the driver will charge the battery. This allows the aged or worn out cell to rise above the first level safety threshold limit and lose communication with the driver. However, once the cell recovers, communication is re-established. This confirmed the customer-reported lack of charge status provided by the gas gauge leds and the battery not always being recognized by companion 2 drivers. The root cause of the companion external battery exceeding the first level safety threshold limit for max cell voltage is likely the result of an aged or worn out cell and is considered to be a normal part of a rechargeable battery's life cycle. The battery was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The companion external battery was returned to syncardia for evaluation. Visual inspection of the battery and review of all incoming inspection records did not reveal any abnormalities. The battery was within its expiration date (expires august 2015).